Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communication artery (pcom) using a benchmark 6f 071 delivery catheter (benchmark) and a non-penumbra microcatheter. During the procedure, the physician placed a benchmark into the patient and then advanced a microcatheter into the target location. Subsequently, the physician noticed that the benchmark was leaking. Upon removal of the benchmark, it was noticed that the proximal end of the benchmark was broken. The procedure was completed using a new benchmark. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned benchmark confirmed a fracture near the hub beneath the strain relief. If the device is manipulated at extreme angles during use, damage such as a fracture may occur. Further evaluation revealed kinks along the length of the device and an ovalization on the distal shaft. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.